Manufacturer narrative:
Eval: results: the lead was received and electrode channels 5 and 6 were dislodged. The contacts were damaged during the explant procedure. A slight dent was observed on one of the dislodge electrodes. Functional testing was conducted and the lead failed due to open circuit channels. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys on (B)(6) 2011 including a paddle lead. It was reported the pt was not receiving adequate coverage. An impedance check revealed high impedance on two contacts. As a result, the pt's lead was explanted. During the explant procedure, two of the distal contacts came off when the dr removed the lead.